Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error during a reservoir change and had an unresponsive keypad. The customer's blood glucose was 4.3 mmol/l. The caller stated that the buttons had not been pressed for longer than 3 minutes. The insulin pump had not been bumped or dropped. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent esc and act buttons response due to corroded keypad traces. The insulin pump had cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.